Manufacturer narrative:
Tthe device was later explanted for an unknown reason. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis determined that the device did meet expected longevity predictions as described in labeling. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times during middle of life. Monitoring voltage was 2.56 volts and charge time was 22.5 seconds. This device is part of the mid life display of replacement indicators advisory. Device replacement was planned. No adverse patient effects have been reported.